Manufacturer narrative:
Common device name: nio stent, iliac.

Event description:
According to the initial reporter, possible dissection of venous sinus. Dissection created the need to use an additional stent to treat the dissection. Further information provided stated the doctor was using an .014 wire through the device. He was up in one of the venous sinuses in the brain.